Event description:
Customer reported tubing separate from silicone segment connection during pt use. Customer's product incident report noted "pump (alaris) read air in line. Rn removed tubing from pump to flick air in line and remove bubble from tubing. Upon doing so, tubing came apart at portion that fits into pump. (Pink tape attached) to defective portion. New tubing hung with tpn". There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.